Event description:
On (B)(6) 2012, the unidentified reporter contacted animas (anm) via the web alleging that the pump was possibly delivering insulin inaccurately. The reporter mentioned that they always experience high blood sugar when traveling for more than 3 hours. The reporter believed that possibly the elevated blood glucose (bg) levels were related to possible lack of activity. However, the reporter mentioned having bg levels in the "200's to 300's" mg/dl even with being aggressive with corrections and prebolusing during the traveling time. The reporter did not provide contact information for follow-up contacts. Therefore, troubleshooting and review of the pump could not be completed. The name and serial # of the subject pump were also not provided. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump possibly had an insulin delivery issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.